Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the patient experienced itching at the site of sensor adhesive on (B)(6) 2016. Patient's father states that there was no rash, markings or skin reaction. Patient's father states that he spoke to their doctor about over-the-counter products that could be used. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom received additional information regarding a patient's allergic reaction that occurred on (B)(6) 2015. It was reported that the patient experienced a contact allergy from the cyanoacrylate used in the production of the sensor patch. Cyanoacrylate is present in the glue used to attach the housing of the sensor to the top (non-skin adhering side) of the patch. Patient's parent believes that the cyanoacrylate may migrate to the adhesive touching the skin, before it has hardened, coming into direct contact with the patient's skin. Patient's doctor concluded that the patient experienced an allergic reaction to the cyanoacrylate contained in the glue, used to adhere the sensor pod to the top of the mesh of the patch and not the adhesive that adheres directly to the skin.